Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to reseat the ipc board and adjust the fixation bar. The system was found to be working as intended after the ipc board was reseated. The system was put back into service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.